Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5158724.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm. The patient's parent stated that the patient experienced multiple wearable failures and the patient had to be taken to the hospital on approximately (B)(6) 2024. The patient experienced diabetic ketoacidosis (dka) and couldn´t remember the readings during the time of the event. At some point the patient lost consciousness and experienced seizures. At the time of the report the patient was stable. There were no details reported about the medical intervention nor the treatment provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.